Manufacturer narrative:
The reported complaint was not verifiable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). On 21-jan-2016: the customer contacted salesman requesting the instructions for use (IFU) for this device so that they could clean it properly. They had no procedure on how to clean it; then four days later they called in this complaint. The field service representative (fsr) spoke to the ccp and was referred to the user facility¿s biomedical engineer (biomed). The biomed stated that they will fix it themselves and that the fsr does not need to come out. Per voicemail on 27-jan-2016 from the biomed, he stated that he wanted to order parts. Spoke to biomed and he is not trained by the manufacturer, so he is not allowed to order parts. The biomed stated that he will get his own parts from elswhere and that he will not be returning parts.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia (cpg) side got too hot (overheated). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.